Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Head broke off of a 3.0 non locking screw through an anchorage plate during a case.

Event description:
Head broke off of a 3.0 non locking screw through an anchorage plate during a case.

Manufacturer narrative:
The reported event that non locking screw anchorage ø3.0mm / l30mm was alleged of 'breakage during surgery' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on complaint history, the most likely root cause is user related. Screw head might have broken due to too high torque applied. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.